Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was implanted in the ureter on (B)(6) 2016 and was removed during a ureteral stent removal procedure performed on (B)(6) 2017. According to the complainant, the stent was broken in half along the shaft and the kidney side of the pigtail was left inside the patient during withdrawal. The patient is scheduled for ureteroscopy procedure to remove the remaining parts of the stent on the following days. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.